Manufacturer narrative:
It was reported that a revision surgery was performed due to disassociation. The affected reflection interfit 3 hole porous acetabular shell, oxonium head and reflection anteverted liner were returned and evaluated. A lab analysis conducted during this investigation indicated that scratches were found on the poly liner. Damage was found on the articular surface of the femoral head. A similar wear pattern to the femoral head was found on the inner surface of the shell. Bone or bone cement attachment was found on the outer surface of the shell. Due to the wear patterns found on the head and the inner surface of the shell, the liner may have disassociated from the shell. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A medical analysis noted that as the liner may have been dislocated from the shell at some point but with the patient ambulating with a disassociated hip it cannot be concluded if this contributed to the event or a result of the ambulation after the disassociation. Possible causes could include but are not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
After several dislocations and a poly exchange, revision surgery was performed on (B)(6) 2019.

Manufacturer narrative:
It was reported that a revision surgery was performed due to disassociation. The affected reflection interfit 3 hole porous acetabular shell, oxinium head and reflection anteverted liner were returned and evaluated. A lab analysis conducted during this investigation indicated that scratches were found on the poly liner. Damage was found on the articular surface of the femoral head. A similar wear pattern to the femoral head was found on the inner surface of the shell. Bone or bone cement attachment was found on the outer surface of the shell. Due to the wear patterns found on the head and the inner surface of the shell, the liner may have disassociated from the shell. No material or manufacturing deviations were observed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a revision surgery was performed due to disassociation. The affected reflection interfit 3 hole porous acetabular shell, oxinium head and reflection anteverted liner were returned and evaluated. A lab analysis conducted during this investigation indicated that scratches were found on the poly liner. Damage was found on the articular surface of the femoral head. A similar wear pattern to the femoral head was found on the inner surface of the shell. Bone or bone cement attachment was found on the outer surface of the shell. Due to the wear patterns found on the head and the inner surface of the shell, the liner may have disassociated from the shell. No material or manufacturing deviations were observed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.